Manufacturer narrative:
Exact date unknown, event occurred three years ago the date the manufacturer became aware of the event. Explant date: three years ago.

Event description:
It was reported via social media that the patient underwent an explant procedure due to stimulator rear ended broke wires but the wires were not removed and remained in patients body. No further information has been obtained despite good faith efforts.